Manufacturer narrative:
We received one 131hf7 catheters with (1) attached monoject 3ml syringe with 1.5 ml limited volume for examination. The balloon inflated but failed to maintain inflation for 5 minutes. No resistance was felt during injecting air. No visible damage or deterioration was found from the balloon latex and balloon bonding sites. The balloon failed to maintain its inflation due to an interlumen leakage observed between inflation and distal lumens in the backform. All other through lumens were patent without any leakage or occlusion. The balloon deflated within 1 second without the syringe attached. Syringe was observed to have residual liquid inside. No other visible damage, contamination, or other abnormalities were observed the from catheter and syringe. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. The lot number was received upon examination of the device. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the balloon could not be deflated during use on patient, the user was not able to clear the air. The clinician was able to extract the catheter after some manipulation. The user tried to deflate the balloon with and without the syringe attached. There was no patient injury reported.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint could not be confirmed without the completion of the product evaluation. Lot number was not provided, therefore review of the manufacturing records could not be completed. A supplemental report will be sent when the investigation is complete.